Manufacturer narrative:
Continuation of d10: product ID 978b128 lot# va2ngsb implanted: (B)(6)2022 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 978b128, serial/lot #: (B)(6), ubd: 03-mar-2024, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for fecal incontinence and urinary/bowel dysfunction. It was reported that the last time the patient met with their manufacturer representative (rep), the rep ordered an x-ray to see if the implant had moved or something ((B)(6)). Patient stated they had the x-ray but they had not heard from the rep since. Patient was going to florida next week and needed to have the stimulator taken care of because they couldn't go out of the house and had been having symptoms since (B)(6). Agent emailed representative. Patient stated their previous healthcare provider (hcp) retired and were now seeing someone new. Additional information was received from a manufacturer representative (rep). The rep reported that, at this time, the managing hcp has not provided analysis/findings of images to either patient or rep nor guidance on next steps. They noted the likely cause of the patient's symptoms was "reasonable to believe symptom return is due to malposition of existing lead." The issue has not yet been resolved.